Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were recorded and found in the formatted history files on 03/22/2022 23:30:01.000, 03/22/2022 23:40:00.000 and 03/22/2022 23:40:21.000 due to rf driver anomaly, suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Critical pump error (open book image) alarm due to pump error 4 and pump error 63 alarm. Critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm due to corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.